Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with stent placement, a cook fusion zilver biliary stent system was used. When the physician was removing the delivery system it caught on the stent. The physician pulled with some force and the delivery system came out with about 6-7 inches severed. The physician went back in with a balloon sweep and was able to grasp the fragment and remove it. The procedure was completed with the device in question. There were no additional fragments and no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The stent introducer as well as the detached distal tip (approximately 30 mm) was returned. Due to the condition of the returned device, a functional test could not be conducted on the device. An evaluation of the introducer was conducted and the handle was manipulated without any resistance met. The detached distal tip of the device measured close to 30 mm, separation occurred at the join between the introducer and distal tip. A visual examination with magnification showed residue confirming adhesive had been applied to the joint where separation occurred between the sent introducer and distal tip. No other pieces were found to be missing. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because of the condition of the returned device the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance during stent delivery system removal can occur if the stent is placed in a severe stricture. A caution located in the device instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. Prior to distribution, all fusion zilver biliary stent system or stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Correction action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.